Event description:
The customer reported that the hard drive was corrupt after a system upgrade was performed and the images were frozen. The system was locking up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.